Event description:
This is a philips demonstration device. The device had been left unused for some time in the philips demonstration lab. When the philips demonstration lab attempted to power the device on, the device failed to power on.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.